Event description:
Boston scientific received information that the patient implanted with this device system reported hearing beeping tones from the device. The patient was presented in the clinic, and upon device interrogation, the non-bsc left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms in the lv ring to can configuration. The lead was reprogrammed to the lv tip to can and the physician elected to continue to monitor the patient. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was explanted during an right ventricular (rv) lead revision and was replaced with a df-4 connector device. No adverse patient effects were reported.